Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens model and the back haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was inserted but it also tore - see MFR report #: 2023826-2012-00832. This lens was removed with no patient injury and a different model lens was implanted.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of dark surgical residue on the lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).